Manufacturer narrative:
(B)(4). The device history review for the product (B)(6) 35r 6/box lot# 73m1700225 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The stapler does not staple the skin properly and it is difficult to compress the handles of the stapler.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the trigger of the stapler is partially engaged. The stapler was received with 3 staples left in the cartridge indicating that at least 32 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged and the trigger cycle was completed. Upon full engagement of the trigger, the first staple was able to properly form and release. To simulate insertion into the skin, the stapler was fired into a foam pad. Both staples that were fired were able to engage and close into the foam. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The reported complaint of "does not staple skin properly" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cartridge. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the stapler.

Event description:
The stapler does not staple the skin properly and it is difficult to compress the handles of the stapler.